Manufacturer narrative:
Added information to b5, b7, h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease/renal failure and diabetes mellitus.

Event description:
It was reported and learned through investigation, a patient with a 29mm 7300tfx mitral valve implanted six (6) years, six (6) months, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with shortness of breath and gradient of 13 mmhg. Tmvr was successfully performed with a 26mm s3ur transcatheter valve. Patient was in stable condition.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted six (6) years, six (6) months, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with shortness of breath and gradient of 13 mmhg. Tmvr was successfully performed with a 26mm s3ur transcatheter valve.

Manufacturer narrative:
Added information to a1, a2, a3, b2, b5, d1, d4, e1, g4, h6. Related report numbers: report 2015691 2025 08293 was found to be a duplicate of this event. This information was previously reported under 2015691 2025 08293. The investigation will be completed on this report 2015691 2025 07425.

Manufacturer narrative:
Corrected data: corrected h11. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Due diligence attempts have been made to obtain additional information. At this time, additional information has not been provided. Should any additional information to be captured become available, the file will be updated accordingly. No further follow-up is required at this time. The hospital has denied requests for additional information/the device return. Should any additional information to be captured become available, the file will be updated accordingly. No further follow-up is required at this time.

Event description:
It was reported a patient with a 29mm edwards surgical valve implanted approximately six (6) years is being evaluated for valve-in-valve procedure due to mitral stenosis.